Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that the heartstart mrx had a "pad failure, error". No shock, artifact detected cannot analyze" issue. There was no reported pt involvement.